Event description:
The complainant reported a patient was on impella rp flex support and during support, the pump position changed from 38.5 to 41.5 centimeters. The patient developed hemolysis. The pump was repositioned and the patient's urine cleared. Additionally, the impella rp flex sheered off the distal peripherally inserted central catheter upon explant. The doctor suspected it may have gone into the impella rp flex cannula. The patient was stable with no harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of hemolysis, positioning issues, and removal issues has been completed. No product was returned for analysis. Thrombus failure mode added due to ingestion pattern observed. Hemolysis: clinical detail mentions the pump position changed from 38.5 to 41.5cm. The pump was repositioned and the patient's urine cleared. The data logs do not show any positioning related alarms. The data logs show a motor current spike with speed deviation and placement signal shift on 05/04 before reported hemolysis. The root cause of the hemolysis was most likely due to biomaterial as evidenced by the motor current spike in the logs before reported hemolysis. The root cause of the positioning issue was not determined as limited clinical information was provided on why pump was repositioned. Removal issues: rp flex sheared off distal PICC catheter upon explant. ¿the root cause of the removal issues was most likely due to interaction with other devices as the PICC line was sheared by pump inlet during explant. As the necessary information was not provided, the root cause of the thrombus was not determined.